Event description:
Technologist was putting a collimator back on the orbiter camera. States that they leaned on the orbiter while putting the collimator back on. Turned the collimator while leaning on it and caught breast between the collimator and the camera. Then turned the collimator and severed part of breast. The technologist stated to the siemens applications specialist that this was not an equipment problem, but their fault.